Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the reservoir leaked insulin. The customer's blood glucose was nearly 400 mg/dl. The customer stated that the end of the infusion set came loose and couple be pulled off from the reservoir too easily. He stated that the site inside the cylinder became loose and this issue occurred to 4 different sets. He noted that the piece that connected to the reservoir may have been the wrong size for the reservoir. He stated that when he went to push and turn the infusion set and reservoir to lock, they would not fit. He observed this issue a day after back surgery, for which he was in the hospital. This was also when he noticed that his blood glucose was high. He did not have any further information on the infusion set or reservoir, so the troubleshoot procedure could not be complete. He was advised to obtain that information and call back to troubleshoot and replace the supplies as needed.